Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized six days after onset of the event and was treated with intraperitoneal and intravenous vancomycin (dose, frequency and duration not reported) and unspecified antifungal medication (dose, route and frequency not reported). At the time of this report, the patient was still hospitalized and was recovering from the event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4).the device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.